Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's interface board was replaced to address the issue. Additionally, the universal porting block was also replaced, which was not related to the malfunction/issue. The device failed a test step during testing. The device's oxygen blending module board needs to be replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's interface board was replaced to address the issue. Additionally, the universal porting block was also replaced, which was not related to the malfunction/issue.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.